Event description:
Bayer case number: (B)(4) menstrual pain with heavy discharge [heavy periods] , fatigue [fatigue] , menstrual pain [pain menstrual] , memory loss [memory loss] , various pains [pain] , uterine fibroids [uterine fibroids] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("menstrual pain with heavy discharge") in a female patient who had essure inserted (lot no. He011f4) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("fatigue"), dysmenorrhoea ("menstrual pain"), amnesia ("memory loss") and pain ("various pains") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total bilateral hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, dysmenorrhoea, heavy menstrual bleeding, amnesia, pain or uterine leiomyoma. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) one implant cracked [device breakage] , menstrual pain with heavy discharge [heavy periods] , fatigue [fatigue] , menstrual pain [pain menstrual] , memory loss [memory loss] , various pains [pain] , uterine fibroids [uterine fibroids] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-jul-2025. The most recent information was received on 23-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one implant cracked") and heavy menstrual bleeding ("menstrual pain with heavy discharge") in a female patient who had essure inserted (lot no. He011f4) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("fatigue"), dysmenorrhoea ("menstrual pain"), amnesia ("memory loss") and pain ("various pains") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total bilateral hysterectomy). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage to be related to essure administration. No causality assessment was received for essure with regard to fatigue, dysmenorrhoea, heavy menstrual bleeding, amnesia, pain or uterine leiomyoma. The following amendment was made: upon internal correction event device breakage has been added. No new follow-up information was received from the reporter. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). One implant cracked [device breakage] menstrual pain with heavy discharge [heavy periods] fatigue [fatigue] menstrual pain [pain menstrual] memory loss [memory loss] various pains [pain] uterine fibroids [uterine fibroids]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-jul-2025. The most recent information was received on 19-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("one implant cracked") and heavy menstrual bleeding ("menstrual pain with heavy discharge") in a female patient who had essure inserted (lot no. He011f4) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced device breakage (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("fatigue"), dysmenorrhoea ("menstrual pain"), amnesia ("memory loss") and pain ("various pains") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total bilateral hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage to be related to essure administration. No causality assessment was received for essure with regard to fatigue, dysmenorrhoea, heavy menstrual bleeding, amnesia, pain or uterine leiomyoma. Batch no: he011f4 _mfg date:28-nov-2025_exp date:28-nov-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.